Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is fled to report leak. It was reported that during preparation of a steerable guide catheter (sgc), the column lost fluid. The stopcock was changed, but the a leak still occurred. It was noted that the leak was coming from the hemostatic valve of the sgc. The sgc was not used in the patient and the procedure was successfully completed with another sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.